Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net with non-sustained right ventricular oversensing. Upon review of the transmission, it was observed that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed, no intervention has been done. The patient was asymptomatic to the event.